Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not work in subtraction mode and the camera would not rotate. No patient injury was reported.